Event description:
Reporter indicated a vns therapy pt passed away in 2009; however, did not know any add'l info. An article found in the 06/24/2009 edition of the eagle stated "the cause of grant's sickness was never officially determined. The secondary diagnosis was central nervous system vasculitis, an auto-immune disease that in grant's case attacked his brain and in turn his otherwise healthy body, which spent its final years soaking up life and his friends' and family's love from a wheelchair." Good faith attempts to obtain add'l info have been unsuccessful to date.